Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. The air/water nozzle was not deformed and no obvious foreign material was seen. The nozzle blockage may have been caused by the drying of mucus. The bending section and electrical connector were flooded. The remote switch 1 did not work. The key top of remote switch 5 was corroded. The objective lens was damaged. The video cable was deformed and dirty. The endoscope cover was dirty. The suction cylinder was worn. There was a wrinkle at the base of the insertion tube. The air/water nozzle was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, it was found that the air/water nozzle was clogged. The device was used in combination with the olympus video system center cv-290. The user completed the next gastroscopy with another similar device, and the procedure was not delayed by more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The user can properly detect the reported event because the instruction manual states that the entire insertion section including the bending section and the distal end, the endoscopic system, the air-feeding function, and the objective lens cleaning function should be inspected. In addition, the user may be able to reduce / prevent the occurrence of the reported event because the instruction manual states how to manual cleaning, external surface cleaning, and air/water channel cleaning. The exact cause of the reported event could not be conclusively determined. Based on the information below, the reported event may have been caused by improper reprocessing by the user, such as due to lack of training in reprocessing methods. -from the device evaluation results, it was confirmed that the air/water nozzle was clogged, but there was no foreign material in the nozzle, and the universal cord and endoscope cover were dirty. -according to the past similar cases, it was surmised that the cause was lack of training on reprocessing methods for users. -the instruction manual states the proper method for manual cleaning of the distal end and for sending the cleaning agent to the air/water channel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.